Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use there was suddenly no communication between the implantable device and the programmer base / patient connector. Another programmer was used to continue. The programmer remains in use. No patient complications have been reported as a result of this event.